Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: nexgen lps flex femur. Unknown art surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 20 years post implantation due unknown reasons. Attempts to obtain additional information have been made; however, no more is available.